Event description:
It is reported that the pt was revised due to the fracture of the nail.

Manufacturer narrative:
Eval summary: according to the per, the fracture of the device was not attributed to the device itself. X-rays were not provided and no product was returned for review. The exact cause of failure cannot be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.